Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The workstation boards and fuses were reseated. The system was tested and fou nd to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.